Event description:
The customer alleged that she received a control test result of "lo". While troubleshooting, she performed control tests and received a result of 19 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.